Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's tube extension pad printing was found to be removed. The pad printing removed measured approximately .281 x .073 and was located at the distal end. Evidence not conclusive, but pad printing removed damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's main tube was cracked. The tube had a small fissure in the axial direction, located directly below the tube reinforcement ring. Evidence not conclusive, but cracked damage may be due to likely mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the monopolar curved scissors instrument, it was noted that the orange tape came off. There was no report of fragments falling into a patient.